Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error during self-test, followed by pump errors due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors. The customer's blood glucose was 122 mg/dl at the time of incident. Troubleshooting was performed. Self test passed. The insulin pump was returned for analysis.